Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/03/2014 with the following findings: the pump was returned with no visible damage to the keypad cover. During testing, the ok, up and down arrow keypad buttons were unresponsive due to a damaged audio bolus button contact. The keypad cover was removed and no contamination was found under any of the keypad button contacts. The audio bolus button was unresponsive. The bolus button cover was removed and the contact was found to be damaged and stuck in the on position.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok, up arrow and down arrow keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.